Event description:
Customer states there's a large difference between blood glucose and sensor glucose. Some of the readings have been; sensor glucose 54 and blood sugars have been 106 mg/dl, sensor reads 54 and blood sugars 286 mg/dl, sensor reads 59 and blood sugars 145 mg/dl, sensor reads 56 and blood sugars 106 mg/dl. Customer refused troubleshoot. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.